Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25 power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with peeling serial number label. Unit received with minor scratched display window, case and keypad overlay. No loose components were found inside the unit.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that they also had replace battery now alarm and power error detected on insulin pump. The customer stated that they did not get a low battery alert prior to the replace battery now alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.